Event description:
It was reported the parkinson's disease ¿patient¿s legs had tremors¿ at the time of report. It was ¿unknown¿ whether the patient has received effective therapy or a 50% or greater symptom reduction. The cause of the event was not determined at the time of report. No further information was available at the time of initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).